Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 31-mar-20170. UDI #: (B)(4), return date: 18-mar-2019, no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 31-mar-2016, (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650 / expiration date: 31-mar-2017, UDI #: (B)(4), yes, return date: 18-mar-2019. No, device evaluation anticipated, but not yet begun dev rtn to MFR? No. Mfg date: 31-mar-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was inappropriate beeping on the controller at times there was already two power sources connected. Several pump stops due to loss of power on the controller were logged. Power switching was suspected on the controller and batteries. The batteries were also noted to have visible damage on the connector cables. One of the batteries was previously serviced. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries passed functional testing. Visual inspection of the returned batteries revealed a tear in each battery output cable. As a result, the reported ¿visible damage on the battery connector cables¿ was confirmed. Failure analysis revealed that the returned controller passed functional testing. Visual inspection of the returned controller revealed a missing rubber serial port cap and contamination within the serial port. These are additional findings unrelated to the reported event. A possible root cause for the observed contamination in the serial port and missing serial port cap can be attributed but not limited to handling of the device. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed one (1) premature power switching event due to a momentary disconnection involving (B)(4) as well as momentary disconnections that did not lead to premature power switching involving the batteries. Momentary disconnections will result in an audible tone or ¿beep.¿ log file analysis also revealed five (5) controller power-ups with their associated motor starts on 27-feb-2019 at 19:57:46; on 28-feb-2019 at 22:12:58, at 22:16:29, and at 23:49:16; and on 01-mar-2019 at 01:45:07; respectively. Several momentary disconnections were recorded leading up to the losses of power. The controller was without power for 6 seconds, 25 seconds, 15 seconds, 11 seconds, and 11 seconds; respectively. There is no evidence that the servicing was performed on the reported devices. As a result, the reported premature power switching event after servicing could not be confirmed; however, the reported losses of power, premature power switching events, and ¿beeping¿ were confirmed. Based on the available information, the most likely root cause of the reported damaged battery output cables can be attributed to wear and/or to the handling of the device. The most likely root cause of the reported premature power switching events and reported ¿beeping¿ can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. A previous internal investigation determined the root cause of momentary disconnections. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.